Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown procedure with pelvic plate implantation. At an unknown time post-op, it was reported that there was an issue with the plate. A revision surgery was done to remove the plate. During the revision, it was noted that there was difficulty with removing the implant. No further details are known at this time.